Event description:
It was reported that during priming with one unit of prismaflex m100 set, an external fluid leakage was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 8010182-2022-00231. All information can be found under manufacturer report number 8010182-2022-00231. Should additional relevant information become available, a supplemental report will be submitted.